Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI) number: (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the reported difficulty grasping and slda appear to be related to patient anatomy due to previously implanted devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The other mitraclip referenced in is being filed under a separate medwatch MFR number.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which has the potential to cause or contribute to adverse patient effects. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and challenging patient anatomy. Echo visualization was difficult due to shadows from previously implanted devices and transseptal puncture was difficult. The first clip had difficulty grasping the leaflets; however, the clip was able to be deployed. Almost immediately a single leaflet device attachment (slda) was noted. The second clip had difficulty grasping the leaflets; however, the clip was able to be deployed. Almost immediately an slda was noted. There were no reported adverse patient effects and no reported clinically significant delay in the procedure; however, the decision was made to complete the procedure at that time with no additional treatment and mr remained at 3-4. Reportedly, the physician's opinion is that the slda occurred due to poor patient/case selection; however, the procedure had been attempted for compassionate reasons. There is no future treatment procedure planned and the patient will be medically managed. There was no additional information provided.